Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: the device was broken shell, creases and red particles material was found on the shell/gel. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken in the shell with sharp edge with nicks assessed as surgical impact opening. Based on the device analysis the final assessment is: a sharp edge broken in the shell with nicks due to surgical impact opening. Additional, changed, and/or corrected data: b.6, g.1, h.3, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Device has been explanted.